Event description:
As the private-label distributor and initial importer of the 69908fc cold pack, owens and minor received a report from a hospital that a nurse had suffered a first degree burn to one of her eyes after a cold pack had opened during another nurse's activation of the pack. The hospital reported that the nurse activating the cold pack had not followed instructions on the pack for activation and had activated the pack by pounding on the pack with her first, causing the pack to open. The contents of the pack came into direct contact with another nurse standing close by. The nurse's eyes were immediately rinsed and she went to the hospital's emergency department. The hospital reported that the nurse has recovered from the eye injury and has been cleared for work.